Event description:
Caller alleged discrepant results when testing with inratio.

Manufacturer narrative:
First set of inratio precision data provided by end-user: first test inr = 1.9, second test inr = 2.5, mean = 2.2; sd = 0.424; %cv = 19.28%. The %cv is less than 20%. These results meet the precision criterion. Second set of inratio precision data provided by end-user: first test inr = 3.3, second test inr = 1.4, mean = 2.35; sd = 1.34; %cv = 57.17%. The %cv is greater than 20%. The precision criterion is not met with these results. Product testing is required. In-house testing performed in 2009, provided the following results: donor 1, inr: 1.9, inr: 2.0, mean: 1.95, sd: 0.07, %cv: 3.63%, pass. Donor 2, inr: 2.1, inr: 2.0, mean: 2.05, sd: 0.07, %cv: 3.45%, pass. The mean, standard deviation, and %cv were calculated for each set of replicates. Both tests gave a %cv less than 16%. Both samples pass the criteria for precision. No further action is required. All meters and strips used for testing functioned as expected. No deficiency found. No corrective action is required as no product deficiency was established.